Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 14mm amplatzer septal occluder was selected for implant. During the procedure on angiography, cobra deformation was observed. The physician attempted to retract the device and deploy again, however the deformation persisted. The device was exchanged for a new 14mm amplatzer septal occluder, which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Additional information sections: d9, h2, h3, h6, & h10. The reported event of cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.